Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion, the guidewire did not pass through the lumen when the balloon was being inserted. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion, the guidewire did not pass through the lumen when the balloon was being inserted. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane folded inside the t-handle. No blood was visible on the catheter. The one-way valve was also returned. The guide wire was not returned for evaluation. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion, the guidewire did not pass through the lumen when the balloon was being inserted. There was no reported injury to the patient.